Manufacturer narrative:
Date of event: exact date unknown, event occurred around 2 years ago from the date manufacturer was made aware.

Event description:
It was reported that the patient's spinal cord stimulator (scs) device was not working as expected. The patient underwent an explant procedure. No device malfunction was suspected. The explanted device was discarded.